Event description:
Pt had embolectomy for right arm av shunt clot. During procedure, small piece of catheter/balloon broke off in pt. X-ray taken in or. Could not visualize balloon. Pt had successful dialysis after surgery-shunt worked-sent back to convalescent hosp.